Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #6354901 regarding item #302832. One sample was received in the columbus plant for evaluation. A red jelly like substance identified as grease was noted on the syringe therefore failure mode was verified. Oil on the ejector pins can be caused by excess oil coming from the air lines that move the ejector pins. Since it is the first complaint on that batch for foreign matter, it is within our 1.0% acceptable defect rate. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a red jelly like foreign substance inside the packaging located at the proximal end of the plunger. Found before use. No serious injury or medical intervention noted.